Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was intended to be used during a procedure performed on an unknown date. It was reported that upon receipt, the package was found already open. There was no evidence of packaging damage beyond the compromised seal. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.